Event description:
It was reported that the patient presented at the emergency room, experiencing discomfort from the atrial lead. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. No interventions were performed. The patient status was unknown.